Event description:
Philips received a complaint on the heartstart dfm100 failing the operational check. There was reportedly no patient involvement. The fse evaluated the device at the site. It was found that cable, user interface to processor pca was malfunctioning and needs replacement. The problem was confirmed. The customer was provided a quote for replacing the user interface cable. The user interface cable replacement will resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.